Event description:
Initial result for a patient bilirubin was 0.5 mg/dl. When repeated on another analyzer the result was 14.3 mg/dl. The incorrect result was not used to guide therapy. The operator obtained an abnormal sample probe movement alarm when they tried to adjust the probe. The field service representative found there was a poor connection to the sample mechanism and repaired the instrument by reinserting the connection.